Manufacturer narrative:
Date of event: specific date of the event is unknown as the patient stated the occurrence was from june 2019. The specific date was not provided. Device identifiers have not been provided and the product was not returned. Based on the information provided, it cannot be determined that the alleged burning, blistering and infection are related to the prevena plus¿ incision management system. Device labeling, available in print and online, states: warnings infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing, feel feverish, have pus at the dressing site, feel an increase in soreness at the dressing, have redness around the dressing, feel itching at the dressing, feel warmth at the dressing, have a bad odor at the dressing.

Event description:
On 11-jul-2019, the following information was reported to kci by the physician's assistant: in june 2019, the patient allegedly experienced a burning sensation, blistering and an infection while using the prevena plus¿ incision management system. No other information is available. On 11-jul-2019, an image of the patient's wound was provided to kci: the photo showed a sutured wound with a large opening at distal end of sutures. The periwound exhibited redness and blistering. The prevena plus¿ therapy unit was not returned and a lot number was not provided, therefore a device evaluation and a device history review could not be performed. The prevena plus¿ customizable dressing lot number was not provided, therefore a device history review could not be performed.